Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/27/2021. H.6. Investigation: bd received 32 samples submitted for evaluation. The reported issue was confirmed upon inspection of the samples because a pin was found within the packaging. The pin found was identified to be a part form one of our tooling used for sealing. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that foreign matter was discovered in trays with 4 50 ml bd luer-lok¿ syringe. The following information was provided by the initial reporter: it was reported that : trays containing hair, screw and elastic band.

Event description:
It was reported that foreign matter was discovered in trays with 4 50 ml bd luer-lok¿ syringe. The following information was provided by the initial reporter: it was reported that : trays containing hair, screw and elastic band.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.